Event description:
It was reported that during a da vinci-assisted liver resection procedure, the blade from the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.626 inches x 0.085 inches was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.